Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was undamaged and the battery cap threads were stripped. The battery cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used and fit successfully. Evidence of moisture was found in the internal display. The rewind, load, and prime steps were performed successfully. No further power interruptions occurred during investigation. The pump cover was removed to find further moisture corrosion to the power printed circuit board and continuous glucose monitoring module. Unrelated to the original complaint, the display was dim and red.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.